Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced difficulty charging, as the patient frequently forgot to charge the device in a timely manner, resulting in repeated battery depletion. Due to this, implantable pulse generator (ipg) was replaced with a non-rechargeable device. Postoperatively, the patient is doing well. The explanted device will not be returned for analysis, as it was retained by facility policy.